Event description:
Info received states the surgeon had difficulty positioning the lead. During intra-operative testing, the pt was unable to feel stimulation with the lead. The lead was replaced and no pt injury was reported.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.